Event description:
A report was received regarding an l4-5 decompression and interbody fusion procedure. While the surgeon was inserting the first pedicle screw, the screwdriver disengaged halfway through the screw insertion. It was observed that the tip of the holding sleeve was deformed and the threads of the part were shredded. Subsequently, the screw was completely seated using a replacement t-handle screwdriver. Fluoroscopy was taken intraoperatively and revealed no evidence of foreign bodies. The implantation was completed with no further issues reported.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was conducted. The certificate of compliance indicates the parts were manufactured according to the tabulated drawing. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The broken thread location indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. The matrix technique describes the proper way of loading and unloading the screws on the holding sleeve. The design risk assessment was reviewed and was found to be adequate for the intended use.